Manufacturer narrative:
Outcomes attributed to adverse event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracoabdominal aortic aneurysm (pre-procedure measurement of aneurysm diameter: 97 mm) using two gore® tag® thoracic endoprostheses (tg3420/7196197, tg4020/06258801). Prior to the implant of endoprostheses, a debranching to the celiac, superior mesenteric and bilateral renal arteries was performed to maintain blood flow to the abdominal branch arteries. Two endoprostheses were then deployed. The patient tolerated the procedure. On (B)(6) 2010, in a follow-up study, an aortoesophageal fistula was revealed. Aneurysm diameter was 80 mm. On (B)(6) 2010, catheterization and washing were performed. On (B)(6) 2010, an esophageal stent was implanted to repair the aortoesophageal fistula. On (B)(6) 2010, the patient expired due to aneurysm rupture.